Manufacturer narrative:
Integra has completed their internal investigation on 12/22/2015. The investigation included: methods: review of device history records; review of complaints history; results: the complaint is not confirmed - no issues observed. The returned unit it has passed all specific functional testing requirements, except for the nylon washers and the retaining rings are worn this would not have caused slippage. General maintenance and cleaning is required. This device was manufactured on june 30th, 2012 and a review of DHR's containing lot code 124 showed that the following lots passed the required inspection points without reworks, mrr's or variances. There is no service history for this device. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2012 with no prior service history.

Event description:
This is the third of three reports. Slippage of the device was reported. It was unknown which of the three pieces the surgeon used actually slipped. Additional information has been requested.